Event description:
In (B)(6) 2014, the subject device was used during a procedure of the esophageal cancer. The procedure was completed with the subject device. There was no accident about the device and the procedure. However, 4 days after the procedure, the pt has died. Olympus has followed up with user facility to obtain additional info regarding the reported event, but with on result.

Manufacturer narrative:
Since the subject device was discarded by the user facility, therefore olympus medical system corp (omsc) could not evaluate the referenced device. The exact cause of this issue cannot be conclusively determined. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by omsc. If additional info is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.